Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that the procedure was successfully completed with no reported harm to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis (B)(4). Device broke intraoperatively; device was not implanted/explanted (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device will not be returned.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery it was detected that the screw, upon placement, shed a coil of metal. Nothing was retained by the patient. An alternate screw was used to successfully complete the surgery. A delay of approximately 15 minutes was incurred. There was no information about patient condition. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that no ncrs were generated during production. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.